Event description:
It was reported that the 9800 system is running slow, column up and down is slow. There was not report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and ran system through a filament calibration, due to intermittent regulator fail. The system was tested and found to be working as intended and placed back into service.